Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that there was no negative pressure on the oxygenator reservoir. It is unknown when this event occurred, and if the product was changed out. Terumo continues to attempt to gain more information regarding this event from the user facility. There was no delay, no blood loss, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information); d4 (additional device information - added exp date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A representative retention sample from the same product lot number was obtained and tested. The sample was set up to pressure test the reservoir. Vacuum was drawn to -200mmhg for 5 minutes, no pressure drop was noted. Without a returned sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received that indicates that the event occurred during cardiopulmonary bypass, and the product was not changed out.